Event description:
It was reported that the patient presented in clinic for unrelated procedure. During procedure, the newly implanted implantable cardioverter defibrillator (ICD) exhibited elevated defibrillating impedance. The ICD was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The reported field event of out of range high voltage lead impedance was confirmed. Telemetry, low voltage impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported field event was a hybrid anomaly.